Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to bumpers needing to be replaced. A field service engineer replaced all bumpers. The system functioned as intended after the field service engineer troubleshooted the device .

Event description:
It was reported by the customer that a pyxis medstation es system had main drawer 4 failure, and the station was not detected on the communication bus. The customer reported that this malfunction has delayed the timely dispensing of medication. There were no adverse events or injuries reported based on this incident.